Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because hour glass is delayed was not resolved with troubleshooting.

Event description:
Two endeavor sprint rx drug-eluting stents were implanted during the index procedure, one in the prox lcx and one in the prox lad (MFR#2953200-2011-00020). Post-procedure, residual stenosis was 0% with timi 3 flow in both lesions. Pt was discharged the day after the index procedure. It is reported that approx 3 days after the index procedure, the pt awoke with chest pain and had a sudden cardiac death. An autopsy was carried out and it was determined that the cause of death was cardiac arrhythmia due to ischemic heart disease as evidenced by severe atherosclerotic narrowing of the coronary arteries, coronary artery calcification and enlargement of the heart. In the investigators opinion the event was severe in intensity, probably related to the device and procedure and possibly related to the drug.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.